Manufacturer narrative:
A review of the device history record shows that the lot was released meeting all acceptance criteria. A picture of the damaged wire taken by our company representative during this case confirmed delamination of the wire coating. At this time, we were able to replicate this issue when only using the same catheter (from other manufacturer) as reported in this event.

Event description:
During a minimally invasive vascular surgery performed at vanderbilt university medical center, dr. Advanced the iops guidewire atw-2 through a catheter and sheath (both from another manufacturer) that had already cannulated the pmeg fenestration to access the sma. The iops wire was switched out for another wire from another manufacturer. Before inserting it back into the sheath to access the celiac artery, dr. Noticed that the wire covering over the sensor was becoming detached and decided not to proceed any further. No patient adverse effects were reported due to this occurrence.